Manufacturer narrative:
The device was returned to olympus for inspection.based on the results of the investigation, it is likely the following led to the malfunction: rust inside light guide lens due to degradation problem.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that rust insiede the light guide lenses was found. There was no patient involvement.